Manufacturer narrative:
(B)(4). Investigation completed on 20/jun/2011 that concluded the following: results from finished goods and returned cartridge testing indicate that ctni lot t11010 cartridges had a section of (B)(4) cartridges out of a total of (B)(4) cartridges were found to be deficient with respect to the rate qcc (B)(4) results. There were no other deficiencies or quality issues identified related to the customer's complaint.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that were yielding quality check code 123. Based on the info available at the time, there were no injuries associated with this event. The investigation was completed on 20/jun/2011.